Event description:
It was reported that this system with implantable pacemaker and right atrial (ra) lead had some atrial tachycardia response (atr) episodes stored due to noise and oversensing. Patient had no symptoms due to these short atr episodes. All lead measurements were within range. No changes were made to the programming and technical services was going to have a discussion with the physician. This device remains in service and no adverse patient effects were reported.